Manufacturer narrative:
The customer requested to have a replacement ac connector ordered and shipped to their site. The device remains at the customer site.

Event description:
It was reported to philips that the ac connector on the rear of the device is broken. There was no reported patient involvement.